Event description:
It was reported that the ilet screen appeared split into two upon waking while the device continued to function, glucose remained stable, mobile sync was active, and the device will be returned; the event aligns with a hardware issue involving screen bezel separation, and available device problem and component details were insufficient to further categorize. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information, with the cause not established. It was concluded, based on previously established findings for similar reports, that the cause was not established.